Event description:
Customer indicated that one specimen was tested three times for potassium and glucose on the suspect instrument and the results between the runs did not correlate. Customer indicated that the specimen tests were performed on another instrument and that the results from that run were provided to the physician for treatment decisions. The field service engineer replaced the syringes and probes and performed precision checks to verify that the suspect system is functional.